Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (12 mg/ml at 3.6 mg/day), bupivacaine (12 mg/ml at 3.6 mg/day) and baclofen (600 mcg/ml at 182 mcg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient underwent a pocket revision on (B)(6) 2018 due to the pump protruding at an angle, being uncomfortable and difficult to fill. During the revision the catheter was noted to be very twisted. The sutureless connector was replaced and 21 cm was trimmed off of the existing catheter. The pump was sutured into the pocket. There were no environmental, external or patient factors that may have led or contributed to the issue. It was not known what diagnostics or troubleshooting steps were performed. The issue was considered resolved at the time of the report. The patient's status was alive - no injury. No further complications were reported.